Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported receiving a shock, then lost consciousness and woke up on the floor. The patient was evaluated in the clinic and device interrogation revealed that, at the time of the event, the patient was in a 1:1 atrial flutter with a ventricular rate of 217 bpm. Anti-tachycardia pacing (atp) on charging was delivered and was unsuccessful, therefore, a 41 joule shock was delivered. The shock increased the ventricular rate to 319 bpm and the rhythm degenerated to a fine ventricular fibrillation (vf), and the patient was syncopal. A second shock of 41 joules was delivered and converted the patient to sinus rhythm. Programming changes were made to the device in an attempt to promote intrinsic rv conduction. No additional adverse patient effects were reported.